Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen even after replacing the batteries. The patient's blood glucose level was unknown at the time of the call. The customer was sent a replacement insulin pump and returned their device for analysis.